Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After deploying a non-bsc stent, a 3.50mm x 20mm nc emerge balloon catheter was advanced for post dilatation. However, during third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was a kink in the hypotube 46.4cm from the strain relief. There was contrast present in the inflation lumen and blood in the guidewire lumen. There was contrast present in the loosely folded balloon. There was an 8mm longitudinal tear in the balloon 13mm from tip of device. The device also had tip damage.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After deploying a non-bsc stent, a 3.50mm x 20mm nc emerge balloon catheter was advanced for post dilatation. However, during third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's condition was good.